Event description:
The customer stated that the gen04 passed the pre run test when the surgeon used the min. Pedal, but the surgeon did not have any response when they tried the max. Pedal. The sales rep. States the customer used another footswitch system to start and complete the case with no pt consequence.